Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over ten (10) years since the subject device was manufactured. The device was not returned to olympus for inspection, therefore, the customer's allegation could not be confirmed, and since the issue could not be reproduced, a presumable cause neither a root cause could be identified olympus will continue to monitor field performance for this device.

Event description:
It was reported that the light source had a b-30 communication error during an unspecified procedure. The intended procedure was completed using the same device. There were no reports of patient harm associated with the event.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.